Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Event description:
The sales rep reported that the surgeon had a hard time verifying the correct setting with the certas indicator tool so the patient was taken for an x-ray. Once in x-ray, they had a difficult time reading the verification markers on the x-ray to determine if the valve was properly set. The surgeon would like a stronger marker so it is easy to know the orientation. The surgeon was eventually able to get the results that he was looking for. There were no adverse consequences to the patient and the device is still implanted.